Event description:
Intuitive became aware of a journal of robotic surgery article titled, ¿combining staged laparoscopic colectomy with robotic completion proctectomy and ileal pouch¿anal anastomosis (ipaa) in ulcerative colitis for improved clinical and cosmetic outcomes: a single-center feasibility study and technical description¿ (birrer, d.l., et al., 2022). Within the journal article, a malfunction of the robot was noted. No further details regarding the malfunction were noted within the article. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was two procedures with no patient harm and conversion was done to secure patient safety. In one 18-year-old patient case, with ulcerative colitis, the robot was malfunctioning. There was no injury to the patient and no further complications due to the robot. No obvious reasons why the robot did not work. During the preparation of the mesorectum, the second davinci arm falls out and can no longer be moved. After shutting down and restarting the system twice, the three remaining robot arms can be operated again, but arm number 2 can no longer be operated, which is why it is now being undocked. With the three remaining arms, however, the operation can be continued without any problems. The procedure was completed using three arms with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a robotic malfunction, an investigation was completed to determine the cause of this reported event. The customer noted that after shutting down and restarting the system twice, the three remaining robot arms could be operated again, but arm number 2 could no longer be operated, which is why it was undocked. With the three remaining arms, however, the operation continued without any problems. Although the complaint regarding arm 2 was not confirmed by failure analysis since the unit was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.